Manufacturer narrative:
The physician noted that the gliderite rigid stylet protruded beyond the end of the oral rae trach tube endotracheal tube. According to verathon's IFU for the gliderite rigid stylet, the stylet should not protrude beyond the end of the endotracheal tube.

Event description:
(B)(4).